Event description:
Procedure type: low anterior resection. According to the reporter: after applying the device, the top donut was not complete and a leak was observed on the anastomosis. The anastomosis was very low and surgeon decided to leave the leak and create a temporary diversion (colostomy). Patient is scheduled for reversal in 3 months.